Event description:
Nurse was preparing to draw labs from right radial arterial line. She had just swabbed the blood sampling port when the patient pulled back his arm, which was restrained so movement was limited, and the tubing came apart at the port.